Manufacturer narrative:
In lieu of a reported lot number, a ship history review (shr) was performed to determine the last 3 lots of the reported item number shipped to the hospital in the six months prior to the reporting date. The device history records were reviewed for the lots obtained through the shr for any deviations related to the reported defect of the complaints. The review confirmed that the lots met all material, assembly and performance specification. The (B)(6) 2015, angiodynamics complaint report was reviewed for the bioflo pasv PICC product family and the failure mode, "malpositioned". No adverse trend was identified. The reported complaint of malposition of the catheter is not able to be confirmed, nor can a root cause be identified, as no sample was returned for evaluation. An angiodynamics clinical specialist has contacted the hospital to discuss potential contributing factors for catheter malposition, such as tip placement too high in the svc. Manufacturing process controls for the PICC device include 100% visual inspections for molding defects, guidewire insertion tests to verify lumen patency, and sprint testing to ensure the catheters do not leak. Various dimensional verifications based on an aql are also performed.

Event description:
As reported, hospital placed a PICC and a few days later it malpositioned into a loop and had to be removed and replaced. There is no report of patient complications or injury. The used catheter will not be returned.